Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal left anterior descending artery with heavy calcification. Pre-dilatation was performed, and a mini vision stent was implanted. Post-dilatation was performed with the 2.5 x 12 mm nc voyager. The balloon was inflated the first time to 16 atmospheres (atm); however, the balloon ruptured during the second inflation, at 16 atm, for 15 seconds. A new balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: radiguide 6f jl3.5. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, the heavily calcified lesion or the implanted stent, such that the balloon ruptured upon the second inflation at 16 atm, which is below the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Although the device was not returned for analysis, based on the information received with this complaint, the reported balloon ruptures appears to be related to circumstances of the procedure and not a product quality deficiency.